Event description:
A trilogy ev300 was sent to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the service center, the device failed its initial system setup test. The technician recommended replacing the trilogy 3-way solenoid and proportional valve (aecm) to address the issue. The unit removed from service, fco implementation postponed and quote to be requested for approval. A supplement report will be filed if additional information becomes available.